Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient presented to surgeon with a painful hip and squeaking. Surgeon chose to revise. Upon opening the joint capsule, black tissue was observed. The neck had been impinging on the ceramic liner (the titanium ring) causing the black staining. The liner was not impacted, was easily removed. The surgeon felt the lock mechanism in the shell was still viable and surgeon chose to replace with a poly (x-3) liner and metal v-40 head. There was a small notch in the posterior side of the accolade tmzf stem. Right side.